Event description:
A renegade hi flo catheter was used for therapeutic purposes. During the procedure, a leak was noted between the shaft and hub junction. Another device was used to complete the procedure.